Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389-40, lot# *uk6144407, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID neu_unknown_lead, lot# *uk6144330, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID neu_unknow n_lead, lot# *uk6144330, implanted: (B)(6) 2006, product type: lead.

Event description:
It was later reported that per the radiologist that had taken the x-rays no problems were seen. They had discussed possible options for programming around the 0/1 and 0/2 contacts. The eri was noted to be premature. The battery had rapidly depleted starting on the day of implant but had begun flattening out at 2.70v according to the battery voltage chart. There is an intermittent short on the extension or lead. Electrodes 0 and 1 were the only active electrodes so the intermittent short must have been between them. Placing the patient in various postures indicated another intermittent short that could be between electrode 0 and 2.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, serial# unknown, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was later reported that the patient had come in on the date of this report and the patient had been checking the voltage daily and it was at 2.85v at the time of report and everyday had been 2.85-2.86. The lowest was 2.77 and the patient had been decreased last session to 3.6v, 150, 130. Patient's impedance values were checked with baseline, left arm up due to the device in question is on the left side, head turned to the left and head turned to the right. 0/2 contact when the left arm was up was 32 ohms and other 0 contact values had dropped off when the left arm was up. Group impedances had tested in the same positions. The issue was with the left side implantable neurostimulator (ins). Baseline on the date of this report was 1343 ohms and 2.700ma; left arm up it was 946 ohms and 3.804ma; left head was 1471 ohms and 2.478ma and right head to shoulder was 1335 ohms and 2.717ma. There was an intermittent short. Baseline values on (B)(6) were c/0-1943, c/1-2146, c/2-1264, c/3-1223, 0/1-1688, 0/2-1305, 0/3-2242, 1/2-1437, 1/3-2438, 2/3-1419. Baseline on (B)(6) was c/0-1810, c/1-1682, c/2-1142, c/3-1150, 0/1-1259, 0/2-842, 0/3-1926, 1/2-1142, 1/3-2121, 2/3-1312. Left arm up on (B)(6) was c/0-1116, c/1-1894, c/2-1113, c/3-846, 0/1-894, 0/2-32, 0/3-1186, 1/2-971, 1/3-2045, 2/3-1191. Head turned left on (B)(6) was c/0-1829, c/1-1682, c/2-1113, c/3-1011, 0/1-1364, 0/2-868, 0/3-1915, 1/2-1205, 1/3-2160, 2/3-1278. Head turned right on (B)(6) was c/0-1820, c/1-1650, c/2-1146, c/3-1055, 0/1-1236, 0/2-841, 0/3-1915, 1/2-1135, 1/3-2102 and 2/3-1297. All were tested at 3.0v. The event had occurred after surgery. The cause of the impedance issue was not determined. It was unknown if there were any lead fractures and they were working on analyzing the data. X-rays were done there were no fractures. The patient outcome was other, the patient was stable and the battery was still at elective replacement indicator (eri).

Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389-40, serial # unknown, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient.

Event description:
It was later reported that there was an elective replacement indicator (eri) message. The issue was with a replacement of the left implantable neurostimulator (ins) the same side of the one that was previously replaced. Eri was noted on the date of this report when the device was checked with the clinician programmer; however the battery voltage was at 2.77v. When the patient had been interrogated on the date of this report they had received a message indicating "amplitude may not be at current amplitude" check electrode impedance." The patient had had a fall about a week prior to the date of this report and had landed on the battery but it was noted that the patient&#62688;symptoms had not changed since the fall. The patient had had trouble walking which had started about 1.5 months prior to the date of this report. The device had not been turned off since the fall. There were no blatant shorts but impedances had seemed questionable. Electrode impedances from the date of this report were c/0-1943, c/1-2146, c/2-1264, c/3-1223, 0/1-1688, 0/2-1305, 0/3-2242, 1/2-1688, 1/3-2438, 2/3-1449. Electrode impedance from (B)(6) was c/1-1865, c/2-663 and all others were roughly the same. The patient&#62688;current settings were 423 ohms, 8.788ma, 0-1+, 3.9v, 150usec and 130hz. The patient was having a problem with his 4th stimulator again. On the weekend prior to (B)(6) 2014 the patient had checked the voltage and saw that it was 2.87, 2.88 and 2.87 on saturday. On (B)(6) 2014, the voltage was 2.88 and it had appeared to have bounced back quite a bit. The impedance issue had occurred after surgery and the cause was not determined. They were unsure what the problem was or if there were any lead fractures. An x-ray was done and the results were pending. The patient was stable and they were trying to determine the problem. The patient was scheduled for an appointment on (B)(6) 2015.

Event description:
It was reported that post change out, the same contacts showed high impedances again but the values were not as high as post-operatively as they were pre-operatively. The patient was not programmed to either of the pairs that had shown high impedances. Therapy was good. The impedance issue was unresolved. Post-operative impedance values were c/0-2217 ohms and c/1-2434 ohms. This device was implanted on the date of this report. The patient was programmed to 1+0-. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that the patient was scheduled for normal bilateral battery replacement on (B)(6) 2016. His right battery was at end of service (eos) and the battery lasted about 18 months. Both implantable neurostimulators (ins) displayed eos messages, but the left ins voltage was 2.8 volts and the right was 2.86 volts. However, it was later stated that they were elective replacement indicators (eri), so it was unclear which message was being displayed. The patient complained that the batteries were not lasting long enough. He reported "not doing well" with any type of surgery, so rechargeable implants might be a good option for him. The patient also had a known positional short on the left and had declined surgery in the past, but since they were operating anyway he wanted to address it. The manufacturer representative (rep) later reported that the patient was al so experiencing a sudden, intermittent shocking sensation on the right side of his face and near the right eye. There was a fall in (B)(6) 2015 that could be related to the issues. During surgery the hcp explored the left lead and explanted the implantable neurostimulator (ins) and left extension. The old left lead was attached to a screener and the impedances were tested: 0 <(>&<)> 1 was greater than 40,000, 0 <(>&<)> 2 and 0 <(>&<)> 3 were 39,804, 1 <(>&<)> 2 and 2 <(>&<)> 3 were 10, and 1 <(>&<)> 3 was 7 ohms. The hcp decided to leave the left lead and only replace the old extension and ins. The impedances were tested again when the old lead was attached to the new extension and ins: case <(>&<)> 0 was 10,664, case <(>&<)> 1 was 4,438, case <(>&<)> 2 and case <(>&<)> 3 were 10,319, 0 <(>&<)> 1 and 0 <(>&<)> 2 were 9,751, 0 <(>&<)> 3 was 17,597, 1 <(>&<)> 2 was 2,705, 1 <(>&<)> 3 was 10,454, and 2 <(>&<)> 3 was 8,325 ohms. Both inss were replaced and the right ins impedances were within normal limits. The patient was programmed to case and 1 on the left ins and the right ins was on. The patient was doing fine. It was unknown if any further intervention was taken due to the persistent high impedances, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
It was reported that the implantable neurostimulator (ins) battery rapidly depleted starting on the day of implant, but began flattening out at 2.70 v. This indicates there was an intermittent short in the lead or extension. When the two wires are touching, the short occurs and the battery voltage drops rapidly. When they stop touching, the battery voltage flattens out. Because electrodes 0 <(>&<)> 1 are the only active electrodes, this intermittent short must between them. This testing indicates another intermittent short could also be induced between electrode 0 <(>&<)> 2. Based on this information the ins experienced normal battery depletion.

Event description:
On 2014-08-13 (B)(4): it was reported that post change out, the same contacts showed high impedances again but the values were not as high as post-operatively as they were pre-operatively. The patient was not programmed to either of the pairs that had shown high impedances. Therapy was good. The impedance issue was unresolved. Post-operative impedance values were c/0-2217 ohms and c/1-2434 ohms. This device was implanted on the date of this report. The patient was programmed to 1+0-. Information was omitted as it pertained to a separate event of high impedances pre-operative, see related (B)(4). Additional information was requested but had not been received as of the date of this report. On 2014-08-18 e1a (rep): additional information received reported it was unknown if high impedances had resolved soon after implant. The cause of the impedance issue was not determined. It was unknown if any lead fractures had been noted. It was unknown if there was any additional troubleshooting, intervention or other actions taken to resolve the issue. On (B)(6) 2014 (B)(4), lfc (hcp, con): it was later reported that there was an elective replacement indicator (eri) message. The issue was with a replacement of the left implantable neurostimulator (ins) the same side of the one that was previously replaced. Eri was noted on the date of this report when the device was checked with the clinician programmer; however the battery voltage was at 2.77v. When the patient had been interrogated on the date of this report they had received a message indicating "amplitude may not be at current amplitude - check electrode impedance." The patient had a fall about a week prior to the date of this report and had landed on the battery but it was noted that the patient's symptoms had not changed since the fall. The patient had trouble walking which had started about 1.5 months prior to the date of this report. The device had not been turned off since the fall. There were no blatant shorts but impedances had seemed questionable. Electrode impedances from the date of this report were c/0-1943, c/1-2146, c/2-1264, c/3-1223, 0/1-1688, 0/2-1305, 0/3-2242, 1/2-1688, 1/3-2438, 2/3-1449. Electrode impedance from (B)(6) was c/1-1865, c/2-663 and all others were roughly the same. The patient's current settings were 423 ohms, 8.788ma, 0-1+, 3.9v, 150usec and 130hz. The patient was having a problem with his 4th stimulator again. On the weekend prior to (B)(6) 2014 the patient had checked the voltage and saw that it was 2.87, 2.88 and 2.87 on saturday. On (B)(6) 2014 the voltage was 2.88 and it had appeared to have bounced back quite a bit. The impedance issue had occurred after surgery and the cause was not determined. They were unsure what the problem was or if there were any lead fractures. An x-ray was done and the results were pending. The patient was stable and they were trying to determine the problem. The patient was scheduled for an appointment on (B)(6) 2015. Information was omitted as it pertained to a separate event, see related (B)(4). On (B)(6) 2015 (B)(4), impedance-j.salem.png, lfc (hcp): it was later reported that the patient had come in on the date of this report and the patient had been checking the voltage daily and it was at 2.85v at the time of report and everyday had been 2.85-2.86. The lowest was 2.77 and the patient had been decreased last session to 3.6v, 150, 130. Patient's impedance values were checked with baseline, left arm up due to the device in question is on the left side, head turned to the left and head turned to the right. The 0/2 contact when the left arm was up was 32 ohms and other 0 contact values had dropped off when the left arm was up. Group impedances had tested in the same positions. The issue was with the left side implantable neurostimulator (ins). Baseline on the date of this report was 1343 ohms and 2.700ma; left arm up it was 946 ohms and 3.804ma; left head was 1471 ohms and 2.478ma and right head to shoulder was 1335 ohms and 2.717ma. There was an intermittent short. Baseline values on 12-12 were c/0-1943, c/1-2146, c/2-1264, c/3-1223, 0/1-1688, 0/2-1305, 0/3-2242, 1/2-1437, 1/3-2438, 2/3-1419. Baseline on 01-09 was c/0-1810, c/1-1682, c/2-1142, c/3-1150, 0/1-1259, 0/2-842, 0/3-1926, 1/2-1142, 1/3-2121, 2/3-1312. Left arm up on 01-09 was c/0-1116, c/1-1894, c/2-1113, c/3-846, 0/1-894, 0/2-32, 0/3-1186, 1/2-971, 1/3-2045, 2/3-1191. Head turned left on 01-09 was c/0-1829, c/1-1682, c/2-1113, c/3-1011, 0/1-1364, 0/2-868, 0/3-1915, 1/2-1205, 1/3-2160, 2/3-1278. Head turned right on 01-09 was c/0-1820, c/1-1650, c/2-1146, c/3-1055, 0/1-1236, 0/2-841, 0/3-1915, 1/2-1135, 1/3-2102 and 2/3-1297. All were tested at 3.0v. The event had occurred after surgery. The cause of the impedance issue was not determined. It was unknown if there were any lead fractures and they were working on analyzing the data. X-rays were done there were no fractures. The patient outcome was other, the patient was stable and the battery was still at elective replacement indicator (eri). On (B)(6) 2015 (B)(4), battery_voltage_curve (hcp): it was later reported that per the radiologist that had taken the x-rays no problems were seen. They had discussed possible options for programming around the 0/1 and 0/2 contacts. The eri was noted to be premature. The battery had rapidly depleted starting on the day of implant but had begun flattening out at 2.70v according to the battery voltage chart. There is an intermittent short on the extension or lead. Electrodes 0 and 1 were the only active electrodes so the intermittent short must have been between them. Placing the patient in various postures indicated another intermittent short that could additional information was received from a manufacturer representative (rep). It was reported that the right implantable neurostimulator (ins), left ins, and left extension were replaced on (B)(6) 2016. The left lead was tested with the stimloc and was found to have high impedance values. The patient declined having the lead replaced as he is receiving some benefit from the current system and does not want to undergo another surgery at this time. It was noted that the patient felt that the shocking sensation resolved post-surgery.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3389-40, serial # unknown, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the left side implantable neurostimulator (ins) had not worked. The patient had had problems with the left side for some time. The battery voltage on the left ins was showing 2.87v and elective replacement indicator (eri). Patient settings were c+, -1, 3.5v, 90pw,rate of 120hz and therapy impedance of 2028 ohms and 1.756ma. Electrode impedances were c/0-2466, c/1-2188, c/2-1318, c/3-1338, 0/1-1773, 0/2-1464, 0/3-2656, 1/2-1254, 1/3-2336, 2/3-1451. A longevity calculation was done on the left and had shown 5.19 years to eri and 5.44 years to end of service (eos). Right side was+3, -1, -1, 3.5v, 150pw, 120 rate and therapy impedance was 683 ohms and 5.695ma. 2.9 volts electrode impedances were c/0-900, c/1-760, c/2-731, c/3-663, 0/1-883, 0/2-1102, 0/3-1150, 1/2-777, 1/3-926 and 2/3-714. The right side was acting as intended and therapy was good per the manufacturing representative.